Event description:
The core micro drill was sent for eval because it was running on its own during a procedure. The procedure was completed successfully with the same drill, but there was a five minute delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.